Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint- litigation alleges that the patient suffered pain, disability, physical impairment, disfigurement, aggravation of a pre-existing condition and excessive levels of chromium and cobalt. Update (B)(4) 2013- sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. The complaint was updated on: (B)(4) 2013. Update rec¿d (B)(4) 2014 - medical records received. Upon revision, (B)(4) of grayish fluid, a reactive pseudocapsule, and corrosion on the trunnion were noted. The sleeve and stem are being added to the complaint.